Manufacturer narrative:
A review of lot file a754 was performed. There were no nonconformities or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints received for lot a754 was performed. There were (B)(4) other complaints of bowl leaks reported at the time of the investigation for this lot. No trends detected. This assessment is based on the information available at the time of the investigation. The returned kit was received for analysis and no root cause could be determined for either the crack in the base of the centrifuge bowl or the loose connector for the bowl outlet line. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).

Event description:
Customer reported a centrifuge bowl leak. Complainant: same as reporter. Customer called to report blood leak in centrifuge bowl. Customer stated that shortly after the start of cycle 1, the blood leak alarm sounded. Customer then noted there was blood in the centrifuge. Customer stated she removed the bowl from the centrifuge, but could not tell where the blood may have leaked from. The treatment was not restarted. Customer returned kit and data key for investigation.